Event description:
It was reported that the lead was a failure and the micra was placed. Due to the limited information received, further follow-up to obtain related details was not possible. No adverse patient effects were reported.